Event description:
It was reported that the patient implanted with this spinal cord stimulator (scsi device was implanted with a cardiac resynchronization therapy defibrillator (crt-d) device. During the implant procedure, left ventricular (lv) lead noise was observed. The physician tried disconnecting/reconnecting the lead, but the noise persisted. Technical services (ts) discussed troubleshooting options and possible causes. It was noted that the patient had a scs system, and it was noted that the patient was small (100 lbs). The scs device was turned off, which resolved the issue. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).